Event description:
It was reported that the patient presented to the emergency room due to palpitations. Interrogation discovered there was no capture on left ventricular (lv) lead. Fluoroscopy identified that the lv was dislodged. During procedure, the physician had difficulties inserting the stylet in the lv lead while attempting to reposition it and elected to explant and replace it instead. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.